Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 1800 mg/d l. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals matched with the bolus history. Unable to verify the basal rate delivery totals as they were erased during the hospitalization. Unable to conduct the high pressure test as the customer did not have the tubing clamp. Nothing further was reported.